Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: rigid tube was dented, universal cable twisted, universal cable broke, light guide adapter fractured, and fiber cone corroded. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the failures could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had poor image quality. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.